Manufacturer narrative:
Pump not in manufacture mode the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 25 or low battery alert noted during testing; however power error 25 and low battery alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received low battery alarm less than one week . Blood glucose level was unknown. The insulin pump will be returned for analysis.